Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: when the package was opened, there were foreign objects on the needle wall. No other adverse effects were caused to the patients.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: when the package was opened, there were foreign objects on the needle wall. No other adverse effects were caused to the patients.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-16 . H.6. Investigation summary: bd received 12 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in 10 of the samples. A hooked needle point was also observed on one of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and hooked needle point. Bd has initiated further root cause investigation relating to the issues of foreign matter and hooked needle point through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: when the package was opened, there were foreign objects on the needle wall. No other adverse effects were caused to the patients.